Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported required intervention to prevent permanent impairment/damage in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b2 as required intervention to prevent permanent impairment/damage. After review it was determined that there was no harm or serious injury were reported. The manufacturer reassessed upon retrospective remediation review that this complaint is reportable in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the manufacturer received information that the device is not working and that there is water damage. There was no harm or injury reported." The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Confirmed customer complaint that the device is not working, found defect pca and manifold, found defect blower for water damge, found defect foam mold observed, contaminated. Found a broken ui knob. The manufacturer replaced all the defective components, and the unit passed the final test. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam defect inside the device.